Event description:
It was reported that the customer had a leaky reservoir due to missing o-rings. The customer stated that there did not appear to be any damage to the reservoirs other than the two missing o-rings. The customer also stated that as a result of removing his insulin pump, he was experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.